Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that green lines appeared on the screen and then there was no image. It was further reported that this happened intermittently.